Event description:
It was reported that an asymptomatic patient presented in the operating room for a device replacement due to normal elective replacement indicator. During the procedure, noise was noted on the atrial lead. The lead capture and impedance were noted to be normal. The physician decided not to perform any intervention since the patient was pacing 6% to 10% in the atrium. The patient was stable before, during and after the procedure.